Event description:
On 9th june 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens was damaged during iol implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the lens was damaged during implantation. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned; however, a photograph was provided for review. The photograph shows the injector in front of the system pack, the flaps are partly open which represents a deviation from the IFU. This could suggest either failure to fully secure the flaps prior to starting injection (a deviation from the IFU) or the flaps re-opening during injection due to a build up of pressure during lens injection. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the surgeon experienced resistance during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone spheric rao100c batch 103226829 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 103226829. There is insufficient evidence and information available to determine root cause.